Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/04/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The patient's mom stated that after the sensor was inserted, they began feeling burning itchiness almost immediately at the adhesive site. On (B)(6) 2017, the patient visited their doctor for a routine physical and mentioned the skin irritation and the doctor recommended a non-prescription cortisone cream to treat the affected area. On (B)(6) 2017, the sensor was removed, and the skin was irritated, red and bumpy. It was indicated that the bumps and itchiness remained for about 3 days and the patient treated the affected area by washing it and applying the cortisone cream. Additionally, it was reported that the patient had been using the dexcom system for 2 years and the reaction just happened now. At the time of contact, the patient was doing fine and stated that the rash has subsided. No additional patient or event information is available. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the patient used an expired sensor. Dexcom labeling indicates: don't use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don't use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event.